Event description:
It was reported that patient was scheduled for a battery replacement during pre-op device was unable to be interrogated and reported to be dead. Upon explant of previous generator, a new m1000 was implanted with diagnostics showing high impedance. The lead pins were reinserted, but diagnostics were still the same. The explanted generator was sent to pathology. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
D1. Correction - inadvertently included incorrect brand name in the initial MDR submitted d4. Correction ¿ inadvertently included incorrect model number, serial number, lot number, expiration and UDI on initial MDR submitted. D6a. Correction - inadvertently included incorrect implant date in the initial MDR submitted h4. Correction - inadvertently included incorrect device manufacture date in the initial MDR submitted.

Event description:
Additional information was received that the pin was inserted past the second connector block. There was nothing observed in the small part of the lead that was visible from the opening. Due to lead time implanted the surgeon believes high impedance is being caused by lead. The patient will have lead revision at a later date. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Additional information was received that patient under lead revision. Prior to surgery diagnostics were performed showing high impedance. Surgeon took out generator and removed it from the leads. It was confirmed that lead pin was past connector block and hex screwdriver was inserted into the set screw while the lead pin was inserted. The lead pin was also tugged to confirm it was secure. Surgeon proceeded to replace the lead leaving some old lead left in the neck. Explanted product has not been returned to date no additional relevant information has been received to date.